Event description:
Patient revised for tibial collapse due to tremendous force causing tibial loosening. Polyethylene wear noted on tibial insert.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The investigation could not draw any conclusions about the root cause of the reported event without the product to examine; however, provided information suggested the patient large physical stature ((B)(6)) was a contributing factor. Additional provided information stated the product was not suspected of failing to meet specifications. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.